Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a non-medtronic device. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Description of the event problem was updated. Patient weight added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a non-medtronic device. The physician reported a deformation of the anterior leaflet caused moderate mitral regurgitation to remain post implant of the ring and did not consider this to be a failure of the device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.